Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility

Event description:
It was reported during the site visit by bd representative that the nurse stated "by the way, the kvos now sound like air in line alarms, this is unnecessary in the pediatric area, it sacrifices sleep for patients and parents and causes unnecessary anxiety." There was patient involvement but impact was unknown.